Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during drain 2 of 4 of treatment. The patient had already completed treatment when they contacted support and was not connected during the call. Fluid was discovered in the pump module area and on the external of the cassette. The patient was connected during the incident. The fluid leaked from an unknown location. Fluid was felt on the cassette after treatment was completed. The patient reported m30 balloon valve leak warning messages occurred during step 5 of setup. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform of a cycler replacement and fluid leak. The cycler was replaced. The patient was advised to discontinue use of the cycler. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Additional information was requested but was not received to date.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during drain 2 of 4 of treatment. The patient had already completed treatment when they contacted support and was not connected during the call. Fluid was discovered in the pump module area and on the external of the cassette. The patient was connected during the incident. The fluid leaked from an unknown location. Fluid was felt on the cassette after treatment was completed. The patient reported m30 balloon valve leak warning messages occurred during step 5 of setup. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform of a cycler replacement and fluid leak. The cycler was replaced. The patient was advised to discontinue use of the cycler. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.